Event description:
Patient was in for surgery for breast lumpectomy, sentinel node dissection/possible axillary node dissection/placement of mammosite catheter. Pt had to return to surgery a week later for exchange of mammosite catheter due to "defective device". Progress note states "balloon asymmetry preventing pbrj planning" (this would be radiation therapy planning). The balloon was intact, but deemed asymmetrical, hence needing replacement.